Manufacturer narrative:
The alt reagent lot number was 835088. The reagent expiration date was requested, but not provided. Calibration and controls were within acceptable limits. The field service engineer found that a rinse tube was not tight. All tubing was re-adjusted. The probe adjustments and gear pump pressure were checked. The rinse volume and mixer adjustments were checked. The mixer was partially misadjusted and this was corrected. Performance testing was run and was acceptable. Quality controls were tested. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an alt value of 82.1 u/l. The sample was repeated on a second analyzer, resulting in a value of 20.3 u/l. The repeat value was deemed correct.